Event description:
Initial info reported by a physician to a sales representative on 19-feb-2010 and additional info was received from office staff on 22-feb-2010: the reporting physician stated that she had two pts that received treatment with poly-l-lactic acid (sculptra) and were involved in the physician's initial training of the product. The two pts presented with papules and nodules. The physician had tried many different ways to lessen the side effect but nothing had worked. No further relevant info reported.

Manufacturer narrative:
Device qc performed: 02/26/2010.